Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug. The indications for use was non-malignant pain. It was reported that the patient stated that their controller was not working correctly. The patient stated that they would try to request a bolus and the controller would freeze at 90% and would not respond. The manufacturer's patient services specialist (pss) walked the patient through troubleshooting options. The troubleshooting steps that were taken on the call resolved the issue. Additional information was from a consumer (con) indicated that the software version is 2.0.1700.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown. Product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.